Event description:
It was reported ¿other stalls¿ in the past occurred ¿at this timeframe for patients¿ when discussing a specific patient¿s pump alarm (refer to manufacturer report # 3004209178-2013-12266). When further information was attempted to be obtained, it was reported the health care provider had ¿already¿ reported the events and sent back the pumps. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).